Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
The complaint was reported as: complaint alleges that at inspection, using 2.25x magnification, it was noticed that the tip of the needle was damaged. This was identified on 3 samples pulled from the lot. No pt injury reported.